Event description:
It was reported that the connection shaft was fractured. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, resistance was felt upon advancement of the balloon delivery shaft and was noted that the shaft got fractured. The device was removed normally. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon folds were in a wrapped state and had not been subject to positive pressure. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination identified a complete hypotube break at 53.5 cm distal to the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.

Event description:
It was reported that the connection shaft was fractured. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, resistance was felt upon advancement of the balloon delivery shaft and was noted that the shaft got fractured. The device was removed normally. The procedure was completed with another of same device. No patient complications were reported.